Manufacturer narrative:
(B)(4). A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges the set could not be used because the dilators were not wire-permeable. Alleged issue reported as detected prior use on a patient. There wa no report of patient impact or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One sample set was returned for evaluation. A visual exam was performed and various stain marks were found on the tip of the returned samples indicating the samples had been used. A yellow guide wire was inserted into the dilators. All dilators in the set were wire permeable. In addition, a go-no go inspection was performed on the end ID and end tip of the introduction dilator and first step dilator. Both dilators passed the inspection criteria. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation conducted, the complaint on dilator is not wire-permeable could not be confirmed. All returned dilators passed the yellow guide wire insertion test. In addition, both introduction dilator and first step dilator passed the go-no go inspection criteria. Various stain marks on the dilator tips indicate the returned sample has been used.

Event description:
Customer complaint alleges the set could not be used because the dilators were not wire-permeable. Alleged issue reported as detected prior use on a patient. There wa no report of patient impact or consequence. Patient condition reported as "fine".